Event description:
It was reported that an roi-c plate became jammed inside the cage during attempted assembly intra-operatively. In order to remove the plate, the surgeon broke the cage. Both pieces were successfully removed from the patient and replaced without reported patient impacts. This is report two of two for this event.

Manufacturer narrative:
Added information to d3: email address, d8, h6: component codes, type of investigation, investigation findings, investigation conclusions corrected information in d9, h3 this follow-up report is being submitted to relay additional information and initially corrected information. Summary the complaint is confirmed for one (1) of one (1) roi-c cage (pn mc1342p) for the failure of damage during insertion. Medical records were not provided for review. Device evaluation: the product was not returned for device evaluation, but the plates and cages are seen to be damaged in the returned photos. Potential cause root cause was unable to be determined. This event could possibly be attributed to patient conditions or due to surgical conditions not described in the complaint. DHR review and related actions per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. Device use this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report, and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3004788213-2020-00186.

Event description:
It was reported that an roi-c plate became jammed inside the cage during attempted assembly intra-operatively. In order to remove the plate, the surgeon broke the cage. Both pieces were successfully removed from the patient, and replaced without reported patient impacts. This is report two of two for this event.